Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 560 mg/dl, 197 mg/dl and 366 mg/dl. It was reported that they had power loss alarm. Customer also reported lowest blood glucose was 43 mg/dl. It was also reported that they had post-reset ram crc alarm. The customer declined troubleshooting for high and low blood glucose level. The customer was advised the pump will need to be replaced. The customer was advised to disconnect from the pump and was referred to back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alarm, and power loss alarm. The power management tool confirmed pump error 25, low battery, and power loss alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected pump error 23 alarms noted during testing. The pump was programmed with contour next test glucose meter. The pump communicated properly, recorded the 90 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.